Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system was advanced to the mitral valve. During grasping, the tactile gripper arm would not drop unless the clip was locked. The clip was locked and the gripper arm lowered and the clip was implanted. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported difficult to open or close (gripper actuation - single) appears to be due to user technique as the gripper lowered successfully after the clip was locked. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.